Event description:
International affiliate reports that while the surgeon was closing the aorta using a continuous stitch, the needle prematurely released from the suture. There are no reported adverse consequence to the pt related to this event.